Event description:
It was reported that during an esophagectomy procedure, the device was used to fire across the azygos vein at the first firing. Bleeding occurred from the site after the device was released. It was found that some staples were malformed. The doctor opened the chest to stop bleeding. Another device was used for the proximal side and suturing was performed for the distal side. The amount of blood loss is unknown, but the pt did not require any blood products. The pt is recovering well and on schedule for discharge.

Manufacturer narrative:
Info anticipated, but unavailable at this time.